Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable free thyroxine (ft4), thyrotropin (tsh), and total prostate-specific antigen results on their e601 analyzer. The customer provided data for 12 patients, 4 of which had reportable malfunctions. The first patient's initial ft4 result was 1.97 ng/dl accompanied by a data flag. The first repeat result was 1.34 ng/dl. The second repeat result was 1.35 ng/dl. The customer reported 1.34 ng/dl outside the laboratory. The second patient, a (B)(6) male, had an initial tsh result of 4.32 uui/ml accompanied by a data flag. The first repeat result was 5.92 uui/ml accompanied by a data flag. The second repeat result was 5.85 uui/ml accompanied by a data flag. The customer reported 5.85 uui/ml outside the laboratory. The third patient, a (B)(6) male, had an initial ft4 result of 1.86 ng/dl accompanied by a data flag. The first repeat result was 1.47 ng/dl. The second repeat result was 1.47 ng/dl. The customer reported 1.47 ng/dl outside the laboratory. The fourth patient, a (B)(6) female, had an initial ft4 result of 1.77 ng/dl accompanied by a data flag. The first repeat result was 1.43 ng/dl. The second repeat result was 1.42 ng/dl. The customer reported 1.42 ng/dl outside the laboratory. Information on whether the patients were adversely affected was requested but not provided. The ft4 reagent lot number was 172076. The tsh reagent lot number was 172414. The expiration dates were requested but not provided. The customer performed a precision check and a liquid flow cleaning. A definitive root cause could not be determined. The calibration and quality control results were within range and excluded a reagent performance issue. The alarm trace indicated multiple alarms regarding sample aspiration at the time of the event.